Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 100 occurrences where tube is pushing off non-patient end of needle with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to warn you of a concern about this product. A lot number is not necessarily involved. On several occasions, on different samples and also by different colleagues, whether on venous collection catheter or needle type epijet, we noticed a poor engagement of the tube in the holder. In other words, during the sampling, without holding the tube (after correctly engaged and fully in the pump body) it "jumps" from the holder. We did not have this concern about glass citrate tubes elsewhere. I preferred to check over a long enough period (1 month) before issuing this complaint but this is a recurring issue.

Event description:
It was reported that there were 100 occurrences where tube is pushing off non-patient end of needle with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter, translated from french to english: I would like to warn you of a concern about this product. A lot number is not necessarily involved. On several occasions, on different samples and also by different colleagues, whether on venous collection catheter or needle type epijet, we noticed a poor engagement of the tube in the holder. In other words, during the sampling, without holding the tube (after correctly engaged and fully in the pump body) it "jumps" from the holder. We did not have this concern about glass citrate tubes elsewhere. I preferred to check over a long enough period (1 month) before issuing this complaint but this is a recurring issue.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.